Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate electric shocks. Upon review, it was noted myopotential noise oversensing in the episode. Troubleshooting options were discussed and recommended. The patient presented into the clinic and it was noted one vector as an option. Currently, this product remains in service and no additional adverse patient effects were reported.